Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the reported issue was not reproduced, it is likely water invaded the scope connector as evident by the discolored water detection sticker, which led to a short circuit in the circuit board, and resulted in the displayed error message. Additionally, it is also likely that the vent connector on the scope was kept open, which led to the water invasion. It was noted that the screw (bis) assembled inside the connector on the endoscope side of the maj-821 was not screwed to the end. As a result, the projected part inside may not have been sticking out enough and the vent connector was unable to open and close normally. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not reproduce error code e315 (scope error). In addition, service found the adhesive on the bending section cover was chipping due to deterioration, the distal end cover was scratched due to handling, the insertion tube was cut due to handling, angulation was insufficient and there was play in the angle knob due to elongation of the angle wire, the light guide tube was scratched and wrinkled, the adjustment ring was scratched, and the scope connector leaked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during a pre-use inspection, error code e315 (scope error) occurred on the subject device. The unspecified procedure was completed using another similar device. There was no harm or user injury reported due to the event.